Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted complaint record ID (B)(4).

Event description:
It was reported that the customer experienced the distal marker on the intra-aortic balloons (iab) migrating. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter: (B)(6), cardiac cath lab manager, (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).